Manufacturer narrative:
The device was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right atrial (ra) lead. It was noted that the lead measurements were within normal limits. The physician was unable to reproduce the noise, and elected to explant and replace this ICD. No additional adverse patient effects were reported.